Event description:
It was reported that pump screen was frozen and touchscreen did not respond, so customer was unable to interact with pump. Customer¿s blood glucose level was reported as 650 mg/dl. Customer gave correction injection by multiple daily injections, received normal assistance, and then performed pump reset with guidance from technical support, after which touchscreen responsiveness returned and issue was resolved.